Event description:
Info received in 2/03: a feeding peg tube was inserted and its position confirmed endoscopically. Seven days later, a leak was noted. Use of the peg ceased. An attempt was made to tighten the device but leakage continued. The pt developed paralytic ileus which was managed conservatively for 2 days. A bile bag was attached to the peg to assist in draining the stomach. When the ileus failed to resolve, contrast radiography was used to determine the device's position. This confirmed that the peg tube was incorrectly positioned, outside of the stomach. The device was removed entirely and a hole in the internal bumper was noted. A stoma bag was used for a few days while the fistula closed. The ileus resolved. The pt recovered fully.